Event description:
Customer reported patient with central epithelial defect noted in the left eye at the one week post op visit. Patient with irregular astigmatism and blur at distance vision. Patient was not treated with topical or oral steroids. No flap lift and rinse performed. Uncorrected visual acuity was 20/80 on the right eye and 20/70 on the left eye. Additional information was obtained. The epithelial defect has not resolved as of (B)(6) 2013. The event did not require any surgical intervention as of (B)(6) 2013. There was no loss of vision. No contact lenses were placed on the eye. Symptoms significantly interfere with activities of daily living. Patient has blurry vision at distance on both eyes.

Manufacturer narrative:
(B)(4). Evaluation codes - the equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Placeholder.